Event description:
It was reported that there was an occlusion error during patient infusion. Per reporter, they ran the device through occlusion testing, checked clutch and the plunger level-pressure on the gage was three quarters full. No patient harm/adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H6. Codes: updated. Device evaluation: the customer reported occlusion error and ran it through the occlusion test. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.